Event description:
It was reported that the patient presented in-clinic for follow-up. Device could not be interrogated. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported no interrogation was confirmed in the lab. A longevity calculation was performed and the device was found to meet its overall longevity requirement. However, the review of the battery depletion profile showed a sharp drop in battery voltage. With the removal of the battery and an external power supply connected, the device tested normal. The battery was sent to the manufacturer but no anomalies were found. The cause of the no interrogation and sharp drop in battery voltage was not determined.